Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine postoperative chest x-ray, a small left sided pneumothorax was discovered. Subsequent chest xrays noted that it had enlarged. A chest tube was placed to re-inflate the lung which went well. The leads remain in use. The patient isa participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.